Event description:
It was reported that pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Customer was instructed to press button firmly in different ways, then to plug pump into a known working power source and observe blinking light, and after unplugging and reconnecting charger and waiting for several minutes, pump display successfully turned on.